Manufacturer narrative:
Analysis not completed as of the date of this report.

Event description:
Customer reported leaks inside reservoir compartment. Advised customer to change out the reservoir and to clean the compartment with a q-tip until dry.